Event description:
In 2008, it was reported to boston scientific corporation that an rf 3000 power generator failed an electrical check during routine service performed by the user facility's biomedical engineering dept. According to the complaint, although the cables and outlets were changed, the generator continued to fail the electrical check. There was no pt involvement in this event.

Manufacturer narrative:
Since the user facility was unable to provide the serial number of the device, the date of MFR is unk. The 2008 15-month rf generator product family trend report was reviewed; no unfavorable trend was noted. The device has not been returned for eval; therefore, an analysis has not been performed. The cause of the reported malfunction is undetermined.